Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.1610¿ offset at the tips. The instrument was found to have a broken bipolar yaw pulley. Broken piece was not missing as a result of breakage. Additionally, the instrument was found to have damaged conductor wire insulation at the distal end. The wires are exposed. The instrument passed electrical continuity tests. There was no thermal damage and no missing material. Additionally, the instrument was found to have scratches on yaw pulley. One side of the yaw pulley has several scratches. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that the curved bipolar dissector's tips were damaged and misaligned. There was no report of patient involvement.